Event description:
It was reported the right ventricular (rv) lead exhibited high, out-of-range shock impedance of 132 ohms. Boston scientific technical services (ts) was contacted, and ts noted this was the second alert with the first coming in (B)(6) 2021. Programming options were discussed. The device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported the right ventricular (rv) lead exhibited high, out-of-range shock impedance of 132 ohms. Boston scientific technical services (ts) was contacted, and ts noted this was the second alert with the first coming in july 2021. Programming options were discussed. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was still exhibiting high, out-of-range shock impedances varying between 87 and 132 ohms. The rv lead remains in service. No adverse patient effects were reported.